Event description:
It was reported that the customer experienced high blood glucose level and started vomiting. The customer used a manual injection for correction. The customer was unaware that the auto off feature was on.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.